Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.

Event description:
It was reported device shift and a leak occurred. A left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx pro laa closure device was implanted on (B)(6) 2026. It was noted that the closure device did not fully meet position, anchor, size and seal (pass) criteria at the time implant, but the physician decided to leave the closure device in place. At the routine 45 day follow up, computed tomography (CT) imaging showed that the device shifted under the wing with a lower compression and has a leak. The size of the leak was not known. The patient was kept on oral anticoagulation medication and will be monitored.